Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two (2) units were returned. Both units returned without the squeeze bulb assembly. One unit was received with the gauge assembly indicator needle reading approximately 350mmhg with zero pressure applied. The reported issue could not be confirmed without the squeeze bulb assembly and the bonded luer adaptor. The reported issue could not be confirmed. Each unit had a bulb assembly attached to test to see if the assembly inflates, holds pressure without leaking and the gauge indicator needle moves. Units inflated as required and gauge needle indicator needles moves freely. Root cause cannot be determined. No product information has been provided to date. This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the bags were breaking very quickly and the inflating bulb was breaking off the stop and could not put it back on. No patient injury was reported.